Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized and not on the insulin pump as of the moment. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm an they were able to rewind insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.